Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trochanteric fixation nail system screw was difficult to pass through the trochanteric fixation nail and it seemed like the guide wire had deflected proximally when advanced. There was no reported surgical delay. Patient outcome was successful. Upon post operation inspection it appeared the handle was bent. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the 130 degree aiming arm and insertion handle are tools routinely used with the titanium trochanteric fixation nail system for intramedullary fixation of proximal femur fractures (technique guide j3900-I). The returned devices are in fairly battered but usable condition which is consistent with 6 and 12 years of use despite what appears to be repeated hammer strikes on both devices. The insertion handle and aiming arm were returned and reported to be in misalignment. Upon assembling the system with test samples (part #s 357.386, 357.381, 357.369, 357.371, 357.397, 456.315, 357.389 & 357.387) the misalignment condition could not be duplicated. Drawing numbers 357.411 rev. G and 357.366 rev. A were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Due to the inability to recreate the complaint condition with the returned devices and their complimentary test samples. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.